Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Event description:
It was reported "during the procedure according to IFU, the md found the tip of the dilator to be blunt. So the md opend up the new kit to finish the procedure." There was no patient harm or injury. No medical interveniton required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. Signs of use in the form of biological material were observed inside the dilator body. Visual analysis revealed that the dilator tip was split/frayed. Microscopic examination confirmed the damage and revealed white stress marks. The dilator length from the hub to the distal tip measured 4", which is within the specification limits of 3 3/4"-4 1/4" per the dilator product drawing. The dilator outer diameter measured 3.45mm, which is within the specification limits of 3.43-3.50mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.0668mm, which is within the specification limits of 1.02-1.09mm per the dilator extrusion product drawing. The inner diameter at the distal tip could not be accurately measured due to the severity of the damage. The returned guide wire was threaded through the dilator with no resistance. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. Due to the likelihood of manufacturing contributing to this damage, the issue will be further investigated via a non-conformance. A device history record review was performed, and no relevant findings were identified. The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator tip was split/frayed. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d, the root cause has not been determined at this time. However, a non-conformance has been initiated so that the manufacturing facility can perform an additional evaluation of this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the procedure according to IFU, the md found the tip of the dilator to be blunt. So, the md opend up the new kit to finish the procedure." There was no patient harm or injury. No medical interveniton required. The patient's current condition is reported as "fine."